Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stent. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. Also, there have been reports of venovo stent being placed incorrectly. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported anemia could not be verified. No details regarding the alleged incorrect placement of the 14x100mm stent were provided. The investigation needs to be closed with inconclusive result. Based on the evaluated information, no definite root cause and no product relation to the reported anemia could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Based on instruction for use supplied with this product complications and adverse events which may occur were found addressed, e.g. Dissection, hemorrhagic anemia, hematoma, puncture site or stent misplacement. Correct procedures for pre-deployment, stent deployment and post stent placement were found addressed in the instruction for use. G3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stent. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. Also there have been reports of venovo stent being placed incorrectly. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported anemia could not be verified. No details regarding the alleged incorrect placement of the 14x100mm stent were provided. The investigation needs to be closed with inconclusive result. Based on the evaluated information, no definite root cause and no product relation to the reported anemia could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Based on instruction for use supplied with this product complications and adverse events which may occur were found addressed; e.g. Dissection, hemorrhagic anemia, hematoma, puncture site or stent misplacement. Correct procedures for pre-deployment, stent deployment and post stent placement were found addressed in the instruction for use. B3, g3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo stent products that are cleared in the us. The pro code and 510 k number for the venovo stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement procedure for deep vein thrombosis using venovo stent. Allegedly the medical institution commented that the patient suffered from anemia onset date is unknown likely due to excessive bleeding during catheter insertion. Also there have been reports of venovo stent being placed incorrectly. The current status of the patient is unknown.